Manufacturer narrative:
Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2017). Device not returned

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product / lot number combination. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the filter. This complaint is involved with litigation. At this time, it is unknown the relationship between the filter and the reported death. Therefore, no additional action is required. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2017). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.